Event description:
It was reported the picosure device continued to fire without operator input during treatment. No injuries were reported.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at the site and inspected the unit. Upon inspection, fse could not duplicate the problem but noticed foot pedal sticking. To resolve the issue, fse replaced the footswitch. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.